Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during production, a process technician noticed that ten bd luer-lok¿ 1ml syringes were delivered without the lot # and expiration date printed on them. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
DHR review for batch 7030524 (p/n 309628): manufacturing dates: 02/04/2017 to 02/05/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7030524 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: two photos were received by bd (B)(4) and evaluated. A strip of 5 packaged 1ml ll assembled syringes from batch #7030524 (309628) was depicted in the photos. The packages were sealed and had neither batch nor expiration date printed on them. The defect is rejectable per product specification. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation bd (B)(4) was able to confirm the customer's indicated failure. Root cause is undetermined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.